Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the product's lot history because the lot number was unavailable from the doctors office.

Event description:
Dental assistant reported that two implants failed due to infection and bone loss. Pt is reportedly fine.